Manufacturer narrative:
Note investigation summary the device was not received by ICU medical. Unable to determine any probable cause and the device event log could not be reviewed because the device was not returned.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. Additional reporter information: health canada / government of canada (B)(6) medical devices compliance verification inspector regulatory operations and enforcement branch (B)(6) (B)(6) health canada file # (B)(4).

Event description:
The event was reported via health canada. The customer reported that a plum a+ pump had battery issues/failures (low battery when plugged) and device that cease working when unplugged, interrupting infusions. The customer further stated that there was interruptions of intravenous infusions with certain patients during infusion of levophed, noradrenaline, cardiac mx, etc. It is unknown if the pump alarmed or game error message prior to shutting off. There was no report of harm associated with this event.